Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: a review of the pump black box revealed pump reboots following a replace cartridge alarm and loss of prime warnings. No battery cap was returned and all testing was performed with a test battery cap. The battery cap was unable to fully tighten. The battery compartment threads were found to be damaged. The battery compartment was found to be cracked from the thread area to the case seal. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power, or call service alarms duplicated. A ¿no power¿ event was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.